Manufacturer narrative:
(B)(4) the customer returned one safe-sheath for evaluation. The dilator was not returned. Dimensional inspection could not be accurately performed based on the condition of the returned sample. Functional testing could not be performed due to the damage to the returned sheath. Additional testing was not required for this complaint investigation. All complaints are trended across product families on a monthly basis; therefore, a separate complaint history review is not required. A device history record review was performed, and no relevant findings were identified. The customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the returned sample. The returned sheath did not separate along the score lines as intended. Based on the sample returned and the fact that the sheath is a purchased component, the supplier likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "during the insertion of the catheter, when the peel-away sheath was removed, the medical staff had to cut the distal tip with scissors to be able to remove it. The insertion was finalised and no breach was observed on the catheter inserted." No medical intervention required. The patient's current condition is reported as "fine".